Event description:
An erroneous readings issue with the abbott diabetes care (adc) device was reported via social media (facebook). The customer reported receiving unspecified high and low scan results from the adc device. It is unknown whether the customer noted a trend arrow on the device. As a result, the customer experienced unspecified symptoms and was unable to self-treat. The customer subsequently went to the hospital, where unspecified treatment was provided by a healthcare professional. Adc customer service attempted to contact the customer to gain additional details regarding this event; however, all attempts were unsuccessful. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned as the customer did not respond to requests by adc for device return. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The dates entered in section b is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.